Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4) by st. Jude medical (B)(4) company, ltd. Though this device is not commercially available for sale in the u.s., it is similar to a device currently marketed for sale in the u.s.

Event description:
It was reported that the procedure was to treat a de novo lesion with no tortuosity, no calcification and 90 % stenosis in the mid left anterior descending (lad) artery. The nc tenku was used for post dilatation for xience alpine. The nc tenku was advanced to the distal of the stent and inflated at 16 atmospheres (atms); however, the balloon slipped and deflated. The nc tenku balloon was inflated again to 16 atm for 10 seconds. The balloon was pulled proximally and inflated to 18 atms for 10 seconds. However, the balloon ruptured during the third inflation. The balloon catheter was removed some resistance from the patient and outside the patients anatomy, it was noted that the balloon separated at the distal balloon shoulder and the separated balloon portion was missing. Angiography and oct were performed to find the separated balloon fragment, but was unsuccessful. Angiography of the right radial, the puncture site was performed, but the separated balloon fragment was not found. The patient was discharged on (B)(6) 2015. On (B)(6) 2015, the patient returned to another hospital due to a disorder; one side of the upper limb could not move and there was failure of pronunciation. The patient was diagnosed with cerebral infarction. The patient remains in the hospital. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned device analysis and scanning electron microscopy (sem) confirmed the reported balloon rupture and separation. A search of the complaint handling database was performed and other incidents were identified from this lot for issues related to balloon ruptures. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue possibly related to manufacturing was identified. Further assessment of this issue per site operating procedures was performed. The performance of these devices will continue to be monitored. (B)(4).